Event description:
It is reported that the inserter broke upon impaction.

Manufacturer narrative:
Evaluation summary: as returned, the impactor head is fractured. It has a potential field age of approximately 2.5 years. The cause of failure is normal wear and tear. Evaluation: results and conclusions: device history records indicate all components were manufactured and inspected to specification.